Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Allegedly, the battery compartment was cracked and the battery cap could not fully tighten on to the pump. There was reportedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the black box data showed reboots on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads. The pump was unable to power on with the returned cap because it could not attach securely on to the pump. A test cap was used to complete investigation. The pump was then exercised for 24 hours with no power issues or alarms. The pump case was removed and no evidence of moisture or loose components was found inside the pump. (B)(4).